Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection identified the pull ring cap was detached from the connector adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) of a minicap transfer set was ¿detached¿ from the catheter connection port. This was observed prior to patient installation. There was no patient involvement. No additional information is available.